Event description:
It was reported that 550 days post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The physician implanted a taxus express2 drug eluting stent of unknown size in the right coronary artery. The physician did not predilate or post dilate the stent. Five hundred fifty days later, the patient presented with in-stent restenosis. The physician implanted a 3.00x28mm promus drug eluting stent. Further information has been requested but has not been received.

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.